Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a sealed biohazard bag; within an opened axium prime coil inner pouch and within a dispenser track. The implant coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface and break indicator were found to be separated and not returned. The axium prime pushwire was found to be broken at proximal end distal to break indicator. This is indicative that a manual detachment was attempted. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. Conclusion: based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found broken. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure or advancing device against resistance. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. H6 coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-ap-ID, (lot: unknown); product type: implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the axium coil could not be detached even with the instant detacher. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was removed and replaced to continue the procedure. No patient information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was being treated for a c4 segment aneurysm. Vessel tortuosity was normal. There were no patient symptoms or complications associated with this event. 4-5 attempts were made to detach the coil using the instant detacher. 3-5 attempts were made to detach the coil using the manual method. Prior to coil non-detachment, no issues were encountered. There was no pushwire damage observed after removal from the patient.